Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture. It was reported that there was battery acid in insulin pump. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump had blank display due to corrosion on lcd board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump received with corroded battery tube, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.